Event description:
The product was used during a thoracoscopic biopsy procedure. Reportedly, the instrument was difficult to open and did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no patient injury has occurred.